Manufacturer narrative:
No conclusion can be made. The cause of the patient's postoperative complications cannot be determined at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in january, 2017. The adverse reaction section of the instructions-for-use lists allergic reaction as a possible complication. Should additional information be obtained, a supplemental emdr will be submitted. This emdr represents the bard ventralex st mesh (device #1). An additional emdr was submitted to represent the bard flat mesh (device #2). Note: remains implanted.

Event description:
It was reported that on (B)(6) 2017 the patient underwent repair of an umbilical hernia and a groin hernia using the bard ventralex st mesh (device #1) and the bard flat mesh (device #2). Postoperatively on (B)(6) 2017 the patient experienced severe hives all over his body. Over the course of the past year, the patient is reported to have tried several otc as well as prescription medications to alleviate the hives. The patient has visited the ER, 2 dermatologists and an allergist to seek a diagnosis for the hives. Steroid treatment is only effective for the short term and the hives return. As reported, the patient does not have pre-existing allergies. The contact reports that the patient's allergist would like samples of these two mesh for testing.